Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -4.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Refractive treatment was performed on (B)(6) 2022 due to refractive surprise and the problem resolved. In the reporters opinion the cause of the event was unknown.